Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was going to the bathroom all the time and they were filling pads. Patient reported their problem was that every time they turned up stimulation to control their symptoms it would create a stinging feeling in their ureter and it hurt. Patient reported prior to calling when they had pain down their leg, their rep had made them change tracks, patient confirmed they meant programs and this had resolved the issue in the past. Patient was requesting assistance to change programs. Patient mentioned that finding the spot to put the antenna over their implant was the hardest part for them. Patient was able to sync with their programmer and confirmed stimulation was on. Patient was on program 1 at 6.0v. Patient reported they had previously been on program 2 and requested to be changed to program 3. Patient changed to program 3 at 0.4v where they reported feeling stimulation comfortably in the bicycle seat area. Caller was redirected to their healthcare provider if the program change did not resolve the patient's lack of symptom control. Patient reported their current return of symptoms was a gradual return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that medical history of restless leg syndrome which causes numbness in the legs and toes was exacerbated by the therapy on a certain program. The patient changed from program 2 to program 1 and the numbness and pain resolved. Patient reports she had her device checked and the device is fine. No further complications were noted or anticipated

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that when patient increased stimulation they felt pain down their left leg to their toes and it almost goes numb. They mentioned that it goes away but that this started happening right away since the implant whenever they increase amplitude. Additional information was received from the consumer who indicated that "it worked better," but now the pp does not work at all. The patient clarified that they cannot sync at all, they can get to the normal therapy screen, but does not see the lightning bolt to indicated that the implant was on. During the call the patient was able to turn the implant back on, but indicated that last night they also could not get the lightning bolt no matter what number they set it to. The patient noted that they have had their device for a long time and knew the button to push to turn the implant on and the patient had not touched the stimulation off button. Additionally, the patient indicated that there was no way that stimulation was off the night prior to the call because they had gotten to a point where they hit the wrong program number and had to turn it off fast because one of those program numbers makes their legs numb and causes pain all over the patient's body. The patient said that this was the only time they had hit the stimulation off button and they had tried to turn it on all this while, but never saw the lightning bolt. During the call based on patient's description it appeared that the patient was pressing the stimulation off button rather than the stimulation on button. The patient indicated that they were having an unrelated surgery on monday. The patient then indicated that they kept syncing it up because stimulation was not as high as it was before and the patient had experienced pain and numbness at their healthcare provider (hcp) office. According to the caller the patient was told to "go to other tracks" to see if that helped and the patient "went to track 4 and track 3," but that didn't do anything and the patient "couldn't even get it to." The patient's issues were resolved during the call and the patient mentioned "rsd" and "brittle bone disease." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.